Event description:
It was reported that the pump touch screen was delayed in responding to presses and intermittently unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.